Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-mar-26.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 05-mar-26. Device evaluation: the echo-hd-22-ebus-o-c device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and the precautions section: "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The answer to q11 of the additional questions indicates that the stylet was partially removed when advancing into the target site. As the stylet provides support to the needle for puncture this would have potentially contributed to the damage to the scope. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, ebus scope was broken in the working channel during the procedure while using the cook ebus needle. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure had been successfully completed with the device in question. Definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Ebus scope was broken in the working channel during the procedure while using the cook ebus needle. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? N/a, handle end, patient end? A. This case has nothing to do with a kink, bend or break in the ebus needle. It has something to do with ebus scope damage by the ebus needle. 2. Was gaining access to the target site difficult? A. It was a normal case that aimed at the peripheral airways where the lymph node 11, etc are located. 3. Was puncture of the targeted site difficult? A. It was a normal case that aimed at the peripheral airways where the lymph node more than 11, etc are located. The difficulty level of the targeted site was high. 4. What is the scope manufacturer and model number that was used? A. It is the olympus ebus scope, model bf-uc290f. 5. Was the scope recently service/repaired? A. No. 6. Was force required on insertion of device into scope? A. No. 7. Was resistance felt while inserting the device through the scope? N/a, yes, no a. N/a 8. Was the device used in a tortuous position? A. Yes. 9. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? A. The procedural team noticed that during the ebus procedure. The team doesn¿t know when the issue exactly happened. 10. Was the endoscope in a flexed or twisted position at any time during the procedure? A. The scope was in flexed position during the puncture of the site. 11. Was the stylet partially removed when advancing the needle into the target site? A. Yes. 12. Was difficulty experienced while retracting the needle? A. It was not that difficult. 13. Was it possible to be fully retract before removing the needle from the patient? A. Yes. 14. How many samples were obtained (passes completed) with this needle? A. More than 3 samples. 15. Did any section of the device detach inside the patient? A. No. 16. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? A. Yes. It was. The tip of the scope was flexed during the puncturing of the lymph node in the peripheral airway.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.